Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the imaging system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would not power on. There was no patient present when this issue was identified. It was reported that troubleshooting was unable to replicate the reported issue. It was later clarified that when the power switch was flipped to on, the imaging system would not boot. After powering the imaging system down, then restarting the system, boot up could be completed.